Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entering a future discharge order immediately discontinued the medication in pyxis. A technical support specialist (tss) called and spoke with customer to obtain the order details and visit identifier, then ran the order case on the server and found that the patient status had already been discharged in patient encounter system. Based on the message history, the latest message sent in january was a discontinue message with a new end date, whereas an update message should have been sent with the revised end date. This was verified with the customer via email, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had a software issue. Antibiotics with corresponding minibags had been loaded into the pyxis system. Nurses removed the vial and mini bag from pyxis and mixed them immediately before administration. When providers entered future discontinue (d/c) orders intended to stop therapy after the next dose, the medication was immediately removed from pyxis availability. This prevented nurses from accessing the final scheduled dose, typically identified during the evening shift when the dose no longer appeared in pyxis. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.